Event description:
Contact reported that during an extension of an existing spinal construct, x-ray revealed two fractured screws. The shaft of the broken screw remain in the patient. There was no adverse outcome as a result of this event. See mfg report # 1526439-2012-00088

Manufacturer narrative:
Evaluation of the device is anticipated but has not yet begun. A follow up medwatch report will be filed upon completion of the evaluation.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to premature breakage. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, this complaint is considered to be closed.